Manufacturer narrative:
The insulin pump unable to prime during prime test due to detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump rewound properly. The insulin pump was received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, missing reservoir tube o-ring, broken belt clip slot and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced low blood glucose of 53 mg/dl. The customer treated with food and glucose tablets. Troubleshooting for low blood glucose was not performed. The customer also reported they changed the battery and the end cap came off the insulin pump. The customer stated they were unable to exit the rewind/prime sequence. During troubleshooting, the customer changed the infusion set and reservoir and stated that insulin continued to drip during prime. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was returned for analysis.